Manufacturer narrative:
The reported event of incorrect pause count was not confirmed. Based on the information provided, it was determined that the 2 pause episodes were detected, but were rejected by discriminators, which is why the pause count was unchanged. The device was performing per design.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient¿s insertable cardiac monitor (icm) showed false pause episodes due to undersensing. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the insertable cardiac monitor (icm) exhibited noise. It was also noted that the device did not accurately reflect the number of pause episodes that occurred.